Event description:
It was reported that during the pocket revision, the physician was unable to engage the set screw of the superior vena cava coil. A new cardiac resynchronization therapy device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0155 competitor implantable tachy lead (B)(6) 2002; 4087 competitor implantable pacing lead (B)(6) 2002. (B)(4).